Event description:
An unknown stent graft was implanted in a evar procedure . The patient was experiencing recurrent peripheral embolization from a left cia ectasia of 25 mm distal to an evar landing zone. Iliac bifurcation diameter of 14 mm hindered iliac branch device usage. Intervention was performed using a novel surgeon-modified fenestrated iliac stent graft on an unknown date . The modified device was built using an endurant ii iliac limb stent graft , which was partially deployed, surgically fenestrated with a scalpel, reinforced, re-sheathed, and inserted via femoral access. The internal iliac artery was cannulated and bridged with a non mdt covered stent. Technical success was achieved. A distal embolization and occlusion occurred during the intervention, which needed catheter directed thrombolysis with complete recovery of distal arterial perfusion. A cta after 6 months postoperatively with patent eia and iia and no signs of thrombus or endoleak. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; novel surgeon-modified fenestrated iliac stent graft jungi s., papazoglou d.d., chan h.-l., schmidli j., makaloski v. Journal of endovascular therapy 1-8 2023 doi: 10.1177/15266028231173311. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.